Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported the home patient had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) during the initial drain phase of peritoneal dialysis (pd) therapy. The home patient (hp) was connected. The case of the alarm was unable to be determined. The technical service representative assisted the home patient in ending therapy. The home patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.